Manufacturer narrative:
On 06/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial shunt placement procedure, the surgeon alleged an inaccuracy of approximately 5-6 millimeters. The alleged inaccuracy occurred after going sterile. Surgeon stated that the inaccuracy was related to possible patient tracker movement. The surgeon opted to continue and completed the procedure with the use of the navigation system. The surgeon also used the ghajar system as a comparison. Confirmed that the shunt was placed accurately. Delay in therapy was approximately 5-10 minutes. There was no impact on patient outcome.